Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high threshold, which required a higher pacing output to be programmed as the lead became non-functional. Consequently, the device had premature battery depletion. The lv lead was capped and not replaced, and the device was explanted and replaced with a dual-chamber device. It was also reported that the right atrial (ra) lead was undersensing the atrial events, which were coincident with cross-chamber blanking. The patient had ablation while device detections were still enabled, so a right ventricular (rv) lead integrity alert was triggered due to non-sustained high rate episodes and short v-v intervals - this resulted in the patient experiencing an inappropriate shock. The ra and rv leads remain in use. Also after the ablation procedure, the device was programmed to a pacing mode without av sequential pacing so the patient did not receive full cardiac resynchronization therapy. No further patient complications have been reported as a result of this event.